Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, no issues related to the customer's complaint were observed in the course of the log review. A global receiver functional test was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection failed. The reported event of no vibration was confirmed. The root cause was determined to be a defective speaker assembly.